Event description:
While undergoing a shoulder MRI exam, a patient received a small (5 cmx2 cm) thermal injury (burn) to lateral aspect of chest wall (right side just inferior to patient axilla). The patient was positioned with padding placed between body and scanner bore wall. It is suspected that this area protruded under the padding and touched the bore of the scanner during the test. Patient was evaluated by a physician and determined to have a slight 1st degree burn (light red area). The patient was given instruction for care and to evaluate the area. The patient was contacted 24 hours after the event and informed the facility that the read area has resolved and had no other symptoms. FDA safety report ID # (B)(4).